Event description:
A customer reported that a previously aphakic patient presented with a post-surgical myopic result of 9.00 diopters following iol (intraocular lens) implantation in the right eye. Prior to the surgery, the biometry equipment had measured an axial length of 20.66 and calculated an iol (intraocular lens) of 29.0 diopters. Biometry was repeated postoperatively on (B)(6) 2012, which measured axial lengths of 23.13 and 22.97, respectively, and calculated an iol of 21.50 diopters. Several measurements were obtained with different biometric options which all gave similar calculated iol powers between 21.00 and 22.00 diopters. Biometry was also repeated on the left eye, which showed inconsistency with the original measurements. No operation has been performed on the left eye to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).